Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at 0.5 mg/day) via an implanted pump. The patient¿s medical history included chronic pain and multiple sclerosis. The indication for pump use was non-malignant pain. On 04-oct-2019 it was reported that the patient experienced post dural puncture headaches several days following the implant of her system. A blood patch was performed yesterday, and the patient¿s symptoms had resolved at this time. There were no environmental, external, or patient factors that may have led or contributed to the issue and there were no diagnostics/troubleshooting performed. It was noted that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.